Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v015098, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient¿s wires were broken and the device system was replaced. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported that the patient would be going back to their health care provider's (hcp's) office on (B)(6) 2014 and would ask if they still had the device that had been replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.